Manufacturer narrative:
Product complaint#: (B)(4). Additional information provided: dermabond prineo 22cm msh adhesive (clr222us): unknown. Dermabond prineo 22cm msh adhesive (clr222us): lot number/lot number: 105pjg. List of other j&j products (non-customer complaint products) used in the case surgery. Has there been a patient or user injury report? Yes. Does the patient/user require any medical or surgical intervention due to the incident? Yes_#_ description, nylon is changed after mesh is removed, and the patient consults a dermatologist for steroids & rubs. Does the patient/user need an extended hospital stay due to the event? No. What is the status/outcome of the patient/user after the incident? After removing mesh, nylon was re-sewn, and the patient consulted a dermatologist for steroids & rubs. Are there any noticeable delays? If available, provide the product order number (po). Additional information provided: surgery date: on (B)(6) 2026, procedure: orif (open reduction and internal fixation), site: thigh and knee, batch number: 105pjg, specification/size: 22 cm, first time patient used product? Yes, operator: attending physician (name redacted), was the mesh applied with the wound dry? Yes, timing of allergic reaction: no reaction on first use; on the second use an allergic reaction occurred on day 2, description of allergy and management: mesh was removed and wound re-closed with nylon sutures; patient was referred to dermatology and received steroid injection and topical medication. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? What date /day post op was the reaction noted? When was the prineo product removed from the patient? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi, patient pre-existing medical conditions (ie. Allergies, history of reactions), has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an orif (open reduction and internal fixation) of thigh and knee on an unknown date on (B)(6) 2026 and topical skin adhesive was used. Allergic reaction occurred on day 2. After removing mesh, nylon was re-sewn, and the patient consulted a dermatologist for steroids & rubs and received steroid injection and topical medication. Additional information has been requested.